Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The manufacturing records were reviewed and no irregularities were found. The complaint device was received with the tip broken off. The instrument corresponded to drawings and processes in place at the time of manufacture. Too much force was applied to the tip of the instrument causing it to break. A new design spec is currently being drawn up to improve the strength of the bender.

Event description:
It was reported that during a scoliosis procedure, the surgeon tried to achieve correction while the rod was implanted in the patient by bending a cobalt chrome rod in the coronal plane with the coronal bender left and coronal bender right. Upon bending the rod, the coronal bender-left broke at the tip. The broken tip was retrieved and the surgeon was able to complete bending of the rod.